Manufacturer narrative:
All of the buttons functioned properly and no damage was noted to the keypad assembly and no unlocked keypad connector was noted during the visual inspection. The insulin pump was received with a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 160 mg/dl. Customer stated that the down arrow button was stuck. Customer stated that it has been rainy. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.